Manufacturer narrative:
Philips service replaced defective x-ray tube; system verified functional. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312)

Event description:
It was reported to philips that no image during acquisition; fluoroscopy and cinema mode failed on a azurion 7 m12. The clinical use of the system was in use. There was no reported patient or user harm.